Event description:
It was reported that, this right ventricular (rv) lead and the right atrial (ra) lead exhibited high impedances out of range. There has been a gradual rise to 3000 ohms. The patient is scheduled to have micra placed within the next two weeks due to patient age and family refusing lead extraction. This rv remains in service. No adverse patient effects were reported.